Event description:
Boston scientific received information that this left ventricular (lv) lead did exhibit loss of capture and out-of-range impedance in all vectors despite multiple lead position attempts. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The pacing system analyzer (psa), psa cables, and also this lead as well as an initial attempted lead continued to not be able to get capture or an in range impedance. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. Electrically, the lead was found to be continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.